Event description:
Pt reported that she has experienced elevated blood glucose since the summer, and she believes the insulin delivery of the infusion device is too low. She went to her physician with a blood glucose level of 500 mg/dl, and he suggested that she change to a different infusion device. Pt did not have an infection or start new medication, and her normal blood glucose level is 100-120 mg/dl. The infusion device was not exposed to electromagnetic fields or water. The infusion device was replaced and requested for eval. Pt did not require treatment from a health care professional or second party to address the issue. No additional info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.